Manufacturer narrative:
Concomitant medical products: product ID: a810, product type: software. Other relevant device(s) are the clinician programmer a810/software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient's pump went empty on (B)(6) 2021 because the patient was in the hospital and could not make it to her refill appointment. Today they filled the pump with medication and the reporter thought they didn't make changes to the drug, but it prompted them for a bridge bolus. It was reviewed that it would only prompt for a bridge bolus if a drug change had been made. The original bolus duration was 225 hours, but it was changed to do a bridge of the catheter volume only to shorten the duration. It was reviewed that this would not be recommended and that someone needed to reprogram the patient¿s pump as soon as possible to have a full system bridge. Additional information was received on 25-may-2021 from the company representative who reported that the catheter volume only bolus was canceled, and a full system bridge bolus was selected. The patient experienced no symptoms related to the event.